Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Customer blood glucose reading was 155 mg/dl. Errors was not displayed before the "critical pump error" image was displayed on the screen. Customer cannot recall the cause of the issue. Insulin pump will be returning for analysis.